Event description:
It was reported that in the days following pump implant the patient experienced possible overdose of baclofen. The patient showed symptoms of bradycardia, general malaise and some mild difficulty breathing when sitting up. Per request of the implanting neurosurgeon, the pump was turned down to minimum rate. When the reporter arrived at the hospital the patient was 'speaking and reasonably well'. The patient reported feeling better the next day and bradycardia problems had dissipated. It was discussed to possibly reduce the concentration of baclofen and to increase the daily dose. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, lot#, serial# unknown, implanted: explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the medication in the pump was a lioresal concentration of 1000mcg/ml, with the lowest simple continuous infusion dose of 48mcg/day, prior to switching to the minimum rate of 6 mcl/day (unclear if the reporter meant to indicate mcg). No further updates were known to the reporter. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8780, lot# 0205914735, product type catheter.